Event description:
While the novaflex+ delivery system was on the wire, the wire perforated the left ventricle. The 23mm sapien xt valve was quickly deployed 50/50 in the native aortic annulus. The patient was put on bypass and converted to open heart surgery to repair the ventricle. The patient left in stable condition. The perceived cause of the perforation can be related to the patient¿s small ventricle. In addition, there was a previous incident of the wire being lost prior to the delivery system being on the wire. The patient¿s native annulus area was 325mm2. There was mild annular calcification and mild aortic root calcification. There is no indication of a device malfunction.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the ventricular perforation cannot be determined. However, the patient¿s small ventricle, as well as a previous incident of the wire being lost could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.